Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that when the patient inflated his prosthesis, there was a problem felt with the one cylinder, and the distal tip of the cylinder was not reaching the most distal part of the corpora. During revision surgery of the inflatable penile prosthesis, it was found that one of the corporotomies opened up and allowed the cylinder to pop out when it was inflated. The surgeon decided to re-measure the corporal bodies and replace the cylinders with a size smaller since there were some fibrosis in the corporal body where the cylinder popped out. The new cylinders were placed and the surgeon ensured that the corporotomies were properly closed. The surgery was successfully completed and the patient fully recovered.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue migration, size incorrect for patient, fibrosis and dehiscence could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of migration, size incorrect for patient, fibrosis and dehiscence cannot be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The evidence from the product record review did not identify a potential product quality issue or new patient harm.

Event description:
It was reported that, during inflation of this inflatable penile prosthesis, the distal tip of one cylinder was not reaching the most distal point of the corpora. During the revision surgery of the ipp, it was found that one of the corporotomies opened up and allowed the cylinder to pop out when it was inflated. The surgeon decided to re-measure the corporal bodies and replace the cylinders with a size smaller since there were some fibrosis in the corporal body where the cylinder popped out. The new cylinders were placed and the surgeon ensured that the corporotomies were properly closed. The surgery was successfully completed and the patient fully recovered.